Event description:
The external pulse generator was returned to the manufacturer for repair of the bottom casing. It subsequently tested out of specification during analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)- analysis confirmed the customer comment- the casing was broken and contaminated. It was also found that the battery release was contaminated and both the bail covers, and ring cover were broken. The lead flex cover, printed circuit board flexes, liquid crystal display and battery flex were corroded. The battery contacts were compressed and corroded. One case screw and one bail were missing and the ring was bent.